Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977c165, serial#: (B)(4), product type: programmer. Patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there the patient's ins was dead for a couple of weeks because they were off of work and electively didn't charge it. The patient stated they fully charged their ins on (B)(6) 2020, but was seeing settings not available. The patient saw cannot provide desired intensity settings when they tried to increase intensity. The patient explained they were on group b program 1 with intensity 2.4, but they could not feel stimulation and was trying to increase intensity for that reason. The patient switched to group a program 1 with intensity of .6 and received the same settings not available message when they tried to increase intensity. The patient confirmed they were able to decrease intensity to .4 but then received settings not available when they tried to increase intensity above .4. The meaning of settings not available was reviewed with patient. The patient was redirected to their healthcare provider. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep) and consumer. It was reported the patient was unable to adjust intensity. Upon interrogation electrodes 8, 9, 13 have high impedances and are in do not use state. The manufacturer representative (rep) programmed around the high impedances and got good coverage of all painful areas. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6, upon review additional device codes apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.